Manufacturer narrative:
The reported alarms were confirmed by the event log. The complaint catheter was returned, and the evaluation on 24 jan 2019 found the msd was fractured. The treatment zone was fractured at 91.5cm just distal of tubing and heat shrink and was not returned. A pinch mark was noting in the tubing at 32cm. It could not be confirmed if the fracture occurred inside the patient or after the device was removed. The device fracture was not reported by the user and a portion of the fractured msd was not returned. A review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from msds of the same lot. No patient harm was reported. The IFU warns the user to not advance if resistance is met. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed, but could not be ruled out as a contributing factor to the msd fracture.

Event description:
It was reported that a patient with a unilateral dvt was treated with ekos on (B)(6) 2019. During therapy, a 'device temp too high' alarm occurred multiple times. The control unit was switched out and the alarm recurred. On (B)(6) 2019, the patient was reported as doing well. The device was returned for evaluation. The msd was found to be fractured.